Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A distributor reported that the patient experienced postoperative discomfort. When the patient lied back, he felt as if he had received an electric shock and his feet felt numb, but he did not feel any other discomfort. It was unknown whether the ¿electric shock¿ sensation was considered an overstimulation sensation or if it was the result of normal device programming. The patient went back to the hospital and contacted their doctor and the issue was resolved. It was unknown whether adjusting the patient¿s programming had resolved the issue. It was noted that there were no surgical interventions planned or performed. The patient was alive with no injury at the time of report. No further complications were reported or anticipated.